Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, no rf ablations were performed, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation procedure, a pericardial effusion occurred. Fluoroscopy and ensite imaging revealed a perforation in the right ventricular outflow tract. No intervention was required, and the patient is in stable condition. There were no performance issues with the device.